Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a "neuro-tip bent/broken" issue. The device was not used during a surgical procedure. It was unk if there was any pt injury or medical intervention occurred. There was no add'l info provided.